Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 18 mm promus stent is being filed under a separate MFR number. Although the graftmaster was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. In this case, no patient anatomical information was provided, which may have aided the investigation. However, the sds likely interacted with the previously implanted stent in the side branch such that it was unable to cross the lesion. The failure to advance is not generally associated with a product quality deficiency and appears to be related to circumstances of the procedure. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. The reported failure to advance appears to be related to operational context of the device and not a product quality deficiency. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement.

Event description:
It was reported that the graftmaster device was selected for use to treat a perforation that occurred during the deployment of a 2.5 x 18 promus stent; however, the stent delivery system would not cross through the side branch cell of an older, previously placed stent. A dilatation balloon was used and inflated for approximately 12 minutes which successfully sealed the perforation. No additional information was provided.